Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 547 mg/dl at the time of the incident and current blood glucose was 144 mg/dl. The customer had symptoms such as throwing up uncontrollably, chest hurting really bad. The customer was treated with insulin drip in the hospital. The customer does not allege pump was under delivering. The customer reported that the buttons were not responding. The customer was not using the pump within 48 hours prior to the hospitalization. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instruction. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08720 inches. Device received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Device received with cracked case at display window corners, display window, reservoir tube lip, reservoir tube window, reservoir tube window corners and battery tube threads. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.